Event description:
The customer reported the sys shut down and displayed a hv generator register error. This message appears when the sys detects an error in any of the registers associated with the high voltage generator. There was no pt injury or death reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube and the batteries were replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.